Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that amount of water supplied to reprocessing basin has decreased compared to before due to restriction on water supply. Based on the information that issue was resolved by adjusting water supply valve and then performing rinsing process, it considered that the water supply was restricted because the user had turned water supply valve in closing direction before supplying water. Therefore, the water supply valve was not open sufficiently, and the water supply conditions were not met. The event can be detected and prevented by following the instructions for use which state: gt5827 oer-elite installation manual chapter 4 installation of equipment 4.3 installation conditions water supply conditions warning ¿ the water supply quantity at water supply/circulation nozzle on the reprocessing basin should be 6 liters per minute (1.6 gallon per minute) or more when the water faucet is fully open. The recommended water supply quantity is 18 liters per minute (4.8 gallons per minute) or more. Note the process time is extended if the water supply amount is lower than 18 liters per minute. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was guided to select a rinse on the oer-elite and stated that three gauges on the wall filters were reading 11 and 10 psi and informed tac that the filters were changed on june 18, 2024. The customer then checked the incoming supply valves and found that one was turned in the wrong direction which limited the incoming water. The incoming supply value was adjusted, and the customer ran a rinse test in which the water supply reading went from 11 psi to 60 psi which resulted in the issue being resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor cycle time has increased to 45 min, no error displayed (the unit still works). The issue occurred during reprocessing. There were no reports of patient harm.